Event description:
A customer reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction bolus via the pump to address the high glucose levels and did not require third-party assistance. Customer resumed pump therapy for insulin delivery.